Event description:
It was reported via the customer that the bur broke. It was also reported that there were no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.